Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold and lead dislodgement were noted. When repositioning was unsuccessful the lead was explanted and replaced. The patient was well after the event.